Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting with the customer and determined that the charging fault was due to a defective power cord. The customer replaced the power cord to address this issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery failed to charge causing an unexpected restart and a battery depletion. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned for evaluation. A technical evaluation was performed over the phone by a resmed product support specialist. The troubleshooting steps determined that the device failure to charge was due to a power supply unit cord issue. The psu failure was most likely caused by physical damage to the psu cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).